Event description:
Power injector infused contrast agent. After completion of the aortogram, the patient was unresponsive to stimulation. St segment elevation and completer heart block were present on monitor. Aggressive intervention was initiated. Patient recovered and was sent to intensive care unit for observation. Upon review of films, the physicians felt the event was related to an air embolismdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-sep-92. Service provided by: invalid data. Service records available.imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: modification of device, unanticipated short term complication of procedure. Conclusion: no failure detected but product out of specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: no data. The device was not destroyed/disposed of.